Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a power on reset (por) where the therapy had turned off and was reset to shipping parameters. The patient had open heart valve replacement surgery (B)(6) 2015. Additional information received via the consumer reported they could not get an appointment until (B)(6) 2016. Nothing had been done. The patient had the same amount of bowel controls as she did when the device was working and her urinary control had actually improved. The device had not been working since (B)(6) 2015. She had turned the device off prior to her heart "cath" and had not tried to turn it back on until after her hospital discharge following the surgery in (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had not been seen by their hcp yet. The patient would have an appointment on (B)(6) 2016.